Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that approximately six weeks after implant, the pacing rate was found to be lower than the set rate and the lead threshold was increased. The lead was replaced. The device remains in use. No patient complications have been reported as a result of this event.